Event description:
I have used the freestyle libre continuous glucose monitor since last (B)(6) without incident. I received a new shipment of libre sensors. When I removed the first one after the 10-day expiration period, there was a severe allergic skin reaction under the site of the sensor on my right arm. Extreme red circle with pustules. I tried a second sensor on my left arm, and within two days, I experienced intense itching. I had a very difficult time removing the sensor, as the adhesive was extremely strong. At the site on my left arm was a similar bright red, itching skin reaction. Background - there have been many complaints documented online of pts stating that the adhesive abbott was using on the libre sensor was too weak. Obviously, abbott either raised the strength of its sensor adhesive excessively, to a toxic level, or - abbott changed the adhesive used on the freestyle libre, and it is producing severe allergic reactions. I love this product, and want to continue using it, but cannot do so with the present adhesive abbott is applying. I strongly urge that you contact abbott, and hopefully issue a recall of the product as unsafe. And have the company re-issue libre sensors with a non-allergan including adhesive. I have photos of both arms to document my experience, which I would be happy to send to you. Thank you. (B)(6).